Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 6.6 inr. The measurement date was provided as around (B)(6) 2019, but this value was not present in the meter memory on the date of (B)(6) 2019. Within 7 hours of the meter measurement, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of approximately 3 inr. The customer could not provide the specific laboratory value. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter value. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient noted that sometimes there is excessive squeezing of her finger when collecting a sample. The patient did not have any hematocrit issues. The patient did not have antiphospholipid antibodies or lupus. The patient did not take heparin or direct thrombin inhibitors. The patient had unknown coumadin dose changes around the time of the event. The patient had no adverse event when her dose was adjusted. The patient had no changes in other medications and did not take any new medications. The patient had some changes in diet but did not have a special or unusual diet. The patient mentioned that she had pneumonia in (B)(6) 2018 and was taking antibiotics. The patient did not have any bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368882) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.7 - 2.5 inr): qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the results alleged by the customer were not observed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.